Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 346 mg/dl at the time of incident. Customer stated that the insulin pump esc button was unresponsive after it was dropped on the floor. Unable to confirm if the time is advancing. Due to battery has been removed. Customer also reported a compromised force sensor system alarm and unable to exit the prime loop. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.